Event description:
A customer reported a system message displayed during a procedure. The light source was rebooted, but the issue persisted. The case was completed using an alternate light source. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system, and reconnected and secured all the front panel cables. The system was then tested and met product specifications. The system message (sm) "lamp ignition failure: did not recur. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).